Event description:
The customer reported the sys displayed a communication error. This error will cause the sys to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded software, and replaced the single board computer, generator interface board, and the image processor board. The sys operates as intended.